Manufacturer narrative:
(B)(4). Baxter medical assessment summary: in a close temporal relationship with the application of floseal a patient undergoing lumbar spinal surgery has experienced sudden bradycardia, collapse and subsequent death. Given the occurrence of the event immediately after the attempt to stop bleeding by applying floseal raises the suspicion of a severe thromboembolic or anaphylactic incident caused by floseal. A severe hemorrhage due to excessive blood loss has been excluded by an emergent exploratory laparotomy. An inadvertent injection of the hemostat into the vascular system cannot be excluded. Follow up with the reporting surgeon to further clarify the cause of death is recommended. Baxter is requesting an autopsy report, if performed, and surgeon report regarding this case. A follow-up report will be submitted upon the receipt of any additional information received.

Event description:
It is reported that on (B)(6) 2011 a female patient died after an intervention involving a baxter floseal (lot unknown). According to the reporter, after the application of floseal, the patient started to show several episodes of bradycardia that have led her to death. One unit impacted. Additional information received on (B)(6) 2012 from the surgeon (dr (B)(6)): reason for surgery and type of surgery performed: kyphoscoliosis, pedicular substraction osteotomy of l2 and thoracolumbar fusion indication for using floseal and application outcome (has the bleeding been controlled). Deep bleeding at the right lateral wall of the vertebral body of l2, bleeding was partially controlled, but immediately after floseal use the patient presented bradycardia and collapse. Urgent laparotomy and retroperitoneal control did not find bleeding to explain the hemodynamic problem. Has floseal been applied for intra-operative hemostasis in the presence of active bleeding? Yes. Has the excess product (material not incorporated in the clot) been removed by meticulous irrigation? Na. Conditions of occurrence of the reported issue: how the reported issue was discovered? During surgery. Did bradycardia episodes appear immediately after the floseal application? Yes. How long did the bradycardia episodes last? Some minutes. What were the corrective actions performed? Adrenaline and noradrenaline, bradycardia improved, but not hypotension. Was it the first use of floseal for this patient? Yes. What was the concomitant medication administered? Anesthetic drugs. Was there a baxter drug administered? Na. What are your conclusions regarding the patient outcome? Systemic spread of floseal or anaphylactic problem? No clear answer, but patient dead. Lot number of the floseal involved? Unknown. Quantity used? 1 dose. Patient details (date of birth, weight) 52 years, 55 kg 160cm.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the hospital in an effort to obtain additional case information (autopsy and/or surgeon report). The baxter sales representative stated that no additional documentation will be provided as the hospital is not responding. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. The complaint will be kept on file for trending purposes.